Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 08-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, lot number a64633, for permanent contraception. On (B)(6) 2013 the consumer found out she was 7 weeks pregnant and after having baby, she was told the baby had a heart murmur (linked case (B)(4)). A week later, the consumer was hospitalized for almost having a stroke and heart attack, blood clots, high blood pressure, and pelvic pain. Essure was ongoing. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant with essure. She gave birth to a baby. A week later, the consumer was hospitalized for almost having a stroke and heart attack, blood clots, high blood pressure and pelvic pain. Pregnancy and pelvic pain are listed events in the reference safety information for essure while the other events are unlisted. Pregnancy is serious due to its medical importance and the other events are serious since they resulted in hospitalization. In this case, consumer got pregnant about 7 months after essure insertion. It was not reported whether the consumer returned for the essure confirmation test after the insertion. Nevertheless, a causal relationship between essure and the pregnancy cannot be excluded. Since no alternative explanation was provided for the pelvic pain and essure was not removed after delivery, a causal relationship between pelvic pain and suspect insert cannot be excluded. With regards to the other events, considering their nature, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to hospitalization. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event, the lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant with essure. She gave birth to a baby. A week later, the consumer was hospitalized for almost having a stroke and heart attack, blood clots, high blood pressure and pelvic pain. Pregnancy and pelvic pain are listed events in the reference safety information for essure while the other events are unlisted. Pregnancy is serious due to its medical importance and the other events are serious since they resulted in hospitalization. In this case, consumer got pregnant about 7 months after essure insertion. It was not reported whether the consumer returned for the essure confirmation test after the insertion. Nevertheless, a causal relationship between essure and the pregnancy cannot be excluded. Since no alternative explanation was provided for the pelvic pain and essure was not removed after delivery, a causal relationship between pelvic pain and suspect insert cannot be excluded. With regards to the other events, considering their nature, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to hospitalization. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up from 19-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant with essure. She gave birth to a baby. A week later, the consumer was hospitalized for almost having a stroke and heart attack, blood clots, high blood pressure and pelvic pain. Pregnancy and pelvic pain are listed events in the reference safety information for essure while the other events are unlisted. Pregnancy is serious due to its medical importance and the other events are serious since they resulted in hospitalization. In this case, consumer got pregnant about 7 months after essure insertion. It was not reported whether the consumer returned for the essure confirmation test after the insertion. Nevertheless, a causal relationship between essure and the pregnancy cannot be excluded. Since no alternative explanation was provided for the pelvic pain and essure was not removed after delivery, a causal relationship between pelvic pain and suspect insert cannot be excluded. With regards to the other events, considering their nature, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to hospitalization. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.